Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
It was reported in a medwatch voluntary report with MDR report # mw5152928 stating: ¿bed found to be wet by registered (rn). Upon initial I-trace all connections appropriate and all connections secure. Trifuse adapter found to have a missing valve.¿ the suspected medical device is a 7" smallbore trifuse ext set w/3 microclave®, (red, glow rings), 3 clamps, rotating luer. There was no patient harm reported.